Event description:
No flow following stent placement and post-dilation, ica dissection distal to stent suspected from tourtuous ica negotiating with .014 wire. Additional stent was placed distal to initial stent and brisk, baseline antegrade flow was then established.